Event description:
It was reported that the user experienced hyperglycemia at 246 mg/dl while using the ilet with a cannula-based steel infusion set and was not meal announcing per healthcare provider guidance; troubleshooting determined the issue was unclear, and education on use and corrective actions were provided, with a field recovery completed and infusion set replacement. Investigation of this case revealed no device malfunction was identified, and glucose improved after infusion set change and corrective actions, suggesting user operation factors were possible but unconfirmed. No clinical symptoms associated with hyperglycemia reported. Outcomes included no alerts or alarms and no hospitalization. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.